Event description:
It was reported that during a routine follow-up of the device, the programmer displayed an invalid data message and the egms and other data could not be viewed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).